Event description:
A patient reported they were having returned accidents. The patient stated they could not make it to the bathroom at all. The patient noted the day is fine but sometimes, such as on the morning of september 20th she is not able to make it to the bathroom. The patient stated they tried increasing every other day then started increasing everyday, but has not seen any improvement in her symptoms. The patient noted stimulation started going down her right leg on september 19th when she increased stimulation. The patient stated she has not been able to make it to the bathroom at night since implant. The patient implanted for urinary dysfunction/ sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.